Event description:
It was reported that the patient had (B)(6). The patient¿s nurse noted that the patient was in the hospital and may have been leaving the next day. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# unknown; product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4); product type lead. (B)(4).